Event description:
It was reported that the patient experienced erosion with an artificial urinary sphincter (aus) leading to it being previously removed. A reimplant surgery was performed in which a new aus was implanted. The patient fully recovered following the procedure.

Event description:
It was reported that the patient experienced erosion with an artificial urinary sphincter (aus) leading to it being previously removed. A reimplant surgery was performed in which a new aus was implanted. The patient fully recovered following the procedure.

Manufacturer narrative:
E1, h2, h10 field change. Product investigation completed. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.